Event description:
Client transferred to shower chair, waist belt on. Back lowered. Joint gave way and client's back arched backward. This same event happened on another shower chair, same make and model.